Event description:
It was reported that during an arthroscopy procedure using a fast fix flex, when advancing the knot to fix the implants, the thread suddenly broke, so the implants had to be completely removed. The procedure was successfully completed with a non-significant surgical delay using a back-up device. No other complications were reported.

Manufacturer narrative:
Internal complaint reference#: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include excessive force or torsion during use or use of sharp instruments near the device tip. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the sutures found that a material certificate of analysis is required with each lot. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H3, h6: part of the reported device was received for evaluation. A visual inspection revealed the actuator and actuator tip were in the t2 post deploy position. No anchors or suture returned with the device. No physical damage visible to the device. Based on the condition of the product material found during visual inspection, no fracture of the implant could be confirmed. Additional material testing is not required. A functional evaluation revealed the actuator and actuator tip function as expected. There was no relationship found between the device and the reported event. The complaint was not confirmed, and the root cause could not be established since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the sutures found that a material certificate of analysis is required with each lot. No containment or corrective actions are recommended at this time.